Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the patient experienced a patient notifier due to low lead impedance. The bipolar impedance measured 100-140 ohms both out of office and real-time. Unipolar impedance was acceptable at 260 ohms. Programming was changed to unipolar.